Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the electrosurgical generator esg-400 experienced an e433 permanent reboot error. The issue was found during routine customer inspection. There were no reports of patient involvement or harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. The device was not returned for evaluation. The definitive root cause of error e433 could not be determined. The possible causes for the occurrence of error message e433 are a defective foot switch, cable connection, transformer, peak value rectifier, high voltage power supply board, motherboard, or transient-voltage-suppression (tvs) diodes. Olympus will continue to monitor field performance for this device.